Event description:
An article was received which studied the events of sleep apnea in patients with vns therapy. The study reported one patient who passed away due to probable sudep. This is reported in mfg. Report #1644487-2012-00266. The study also reported the sleep apnea and snoring events for a patient which were found to have been previously captured in mfg. Report#1644487-2012-02553. The article also described the events of 3 patients who developed sleep apnea after vns implant. One patient was not treated for the sleep apnea as it was deemed to have no clinical impact on the patient. Another patient experienced an increase in seizures which were suspected to be related to sleep apnea syndrome however both the seizures and sleep apnea improved after the settings were adjusted. The final patient who developed sleep apnea had no complaints related to the sleep apnea and the off time was increased during the study time. A fourth patient had pre-existing sleep apnea issues which had required CPAP treatment. After vns implant the patient showed a worsening of the apnea-hypopnea index. No additional relevant information has been received to date.